Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-50e; serial/lot: (B)(4); description: linear 3-4 trial lead 50 cm.

Event description:
It was reported that the patient experienced a stroke during his implant trial and was hospitalized. No further information could be obtained.